Event description:
Nurse called in stating the patient had a reaction to the synvisc one. She was not able to describe what kind of reactions it was. They are replacing it with eulfexxa. Dates of use: new.